Event description:
Gender: male. Age: 50 years. Weight: 91-135 kg. The patient comes for assessment and treatment of wounds. He gets covered with prontosan. After about 10 minutes he turns red in the face, swollen lips and tongue, and he becomes hoarse. He receives treatment and it stops and the patient gets progressively better. Assessed as an allergic reaction but not anaphylaxis. Its circulation is stable. What was the consequence for the patient/user? Could have caused death or seriously impaired health. More detailed description of consequence for patient/user: the patient quickly received treatment while in hospital that broke the reaction. If the treatment had been delayed, that is possible that it could become more serious for the patient. Probable causes: allergic reaction to prontosan solution. On 01.09.2023 the following information were provided: the patient received betapred 12 10mg orodispersible tablets, solu-cortef intravenously and ringer acetate. They also took tryptase and it was high. The patient received adrenaline. The patient went by ambulance to the emergency room and stayed there for 3 hours and went home. Patient recovered with no known sequelae.

Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2022 for prontosan solution were over 5.9 million. There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.